Event description:
While performing a laparoscopic sleeve gastrectomy, the surgeon was using the endo gia ultra universal stapler and endo gia black articulating reload with tri-staple technology( 60mm extra thick) when he stated that the handle got stuck about 3/4 of the way down after being deployed, and the stapler would not fully deploy. Both the handle and the reload were taken off the field and replaced with new devices, which worked without difficulty. No patient harm.